Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
During a hysteroscopy using a rotary morcellator in conjunction with an 8mm scope, it was reported that they removed the blade and when re-inserting it, punctured that patient's cervix. Another doctor was called in to help sew up the perforated cervix. The total fluid deficit was 1500 ml. There was a forty-five minute delay reported.